Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter powered off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue occurred approximately 2 months prior to contacting lfs. The patient informed the csr that she was "feeling low". In response to the symptoms she attempted to test her blood glucose. The patient stated after the meter counted down it powered off instead of giving a result. The patient claimed she then tested with her son's meter and obtained a result of "1.3 mmol/l". In response to symptoms and low result, the patient reported treating herself with glucose tablets. At the time of troubleshooting, the patient informed the csr that the subject meter was fully charged when it had powered off during use. Replacement products were sent to the patient. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient was symptomatic when the alleged power issue occurred. In addition, there was no delay in treatment due to the subject meter powering off. However, this complaint is being reported because, the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 (07/18/2013)-product evaluation: the analyses of the returned subject meter and accessories were completed on (B)(4) 2013 by lifescan product analysis with the following findings: the reported complaint could not be confirmed. The meter including the cable and adaptor met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.